Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was about to spin and the system started beeping and the tower flashed but would not spin. Moved gantry up/down and extended out and issue persist. Rebooted and used footswitch to take the spin and it worked. Then tried with the handswitch again and the spin worked as well. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: would not take xray a0508: beeping f26: no patient impact f1908: delay of less than one hour h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.